Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: bajaj sunil kumar, ciacci joseph, kirsch matthias, and ebersole john d. (2013). A single institutional experience of conversion of non-tunneled to tunneled hemodialysis catheters: a comparison to de novo placement. International journal of urology and nephrology. 45(6): 1753¿1759. Doi: 10.1007/s11255-013-0508-x. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "international journal of urology and nephrology" titled "a single institutional experience of conversion of non-tunneled to tunneled hemodialysis catheters: a comparison to de novo placement", that sometime post a tunneled dialysis catheter placement, the catheters allegedly dysfunctioned. It was further reported that the catheter dysfunction was not noted within the first twenty-four hours in any patient in either group. Furthermore, early catheter dysfunction was mostly attributed to mechanical issues like kinking, malpositioning, and device failure. There was no reported patient injury.